Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Our field service engineer replaced the malfunctioning pressure transducer printed circuit (pc) board and returned it for investigation. A visual inspection of the returned pressure transducer showed that a large crystalline object filled a large part of the ceramic cavity on the top of the pressure sensor chip. Alarms for a low positive end expiratory pressure (peep) and failed pressure transducer tests could be confirmed in the device logs almost 3 weeks before the reported date of event. Therefore the date of event was determined as (B)(6) 2019. When testing the returned pressure transducer in a reference ventilator peep measurements varied and the reported issue with a failing pressure test was confirmed. Electrical measurement results on the pressure transducer pc board were within approved limits. In previous investigations it has been confirmed that dirt/particles in the ceramic cavity may cause a pressure sensor drift. A failure of inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that reported failure and the pressure transducer's unstable behaviour was caused by a large foreign particle in the ceramic cavity on the top of the pressure sensor's chip. The particle¿s origin and how entered the cavity could not be determined.

Event description:
Manufacturer's reference #: (B)(4).